Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to perform the self-test, unexpected restart, off no power, prime, occlusion and no delivery alarm tests due to the alarm. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming and the drive support cap was protruding. Blood glucose level at the time of the incident was 230 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.